Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during the investigation, a review of the black box showed unexplained power reset events. The battery compartment was found to be cracked. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned, a test battery cap was used, and able to fit to maintain electrical connection. A 24-hour duration test was completed with no power resets being duplicated during that time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.